Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to not released from hospital. The investigation is in process and once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported the patient underwent an initial knee arthroplasty 3 year post-implantation. Subsequently, the patient was revised due to screw backing out. No adverse events have been reported as a result of the malfunction.

Event description:
It was reported patient was revised due to surface screw backing out three years post-implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated via photos and the reported event was not confirmed. Visual evaluation was performed using the provided picture. The provided picture with the explanted articular surface shows nicks, gouges, and discoloration at the edge of the surface. The metal insert is also disassociated from the poly bearing. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.  Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.